Manufacturer narrative:
The initial specimens were collected in azer vtm, although not listed in intended use statement for the product, is made to the cdc formulation. Although no adverse outcomes were reported qiagen is reporting this event in an abundance of caution and in accordance with eua requirements.

Event description:
Specimens which tested positive on qiareach sars-cov-2 ag test were tested by pcr method and were negative for sars-cov-2.